Event description:
It was reported that pump declared alarm 30a during cartridge load, and repeated cartridge alarms prevented customer from successfully loading cartridge and resuming insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections and continue using current pump as backup, while technical support assisted with proper load technique, arranged replacement pump under warranty, provided instructions for storage mode, advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and instructed customer to return problematic pump using prepaid label within 10 days.